Event description:
Pump refilled at dr's office. States that nurse said overfilled because right side of stomach swelled at pump. Told pt pump was overpressurized. Two hrs later while at home lost function below waist, states felt like on fire. Symptoms started across tail bone. Called ambulance and went to hosp. Pt was in hosp 5 days. Initially gave morphine. Turned off the pump the next day to do MRI. Turned pump back on. Pump has been off for 3 wks since pt saw specialist. Told pump malfuntioned. At one point drained knot size of an egg. Told drained morphine. Has appointment to see dr, that placed catheter to remove pump, next week. Pt has contacted the MFR x 2 called MFR 3 wks ago, spoke to rep and told that rep would call back. Called MFR 1 week ago and told by tech that the pump was not functioning. Tech indicated that pump needed to be removed.